Event description:
It was reported that there was a malfunction labeled as malfunction 19, which could not be repaired or replaced. There was no adverse impact to the customer's blood glucose level. The customer declined further assistance, and no follow-up was necessary.